Event description:
This unsolicited case from united states was received on 13-feb-2018 and 14-feb-2018 (processed together with clock start date as 13-feb-2018) from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient used crutches and a wheel chair now after the injections/did not have a problem walking prior to injection, swelling in both knees/felt like walking balloons blown up, pain in both knees, hotness after the injections/warmth in both knees intermittently and nothing had changed after the synvisc one (device ineffective). Medical history included osteoarthritis in both knees. It was reported that the first 2 injections were better than the 3rd injection. On (B)(6) 2017, the patient received treatment (third dose) with intra-articular synvisc one injection at the dose of 6 ml, once (lot number and expiration date: not reported) for osteoarthritis of knee in both the knees. Patient had had swelling, pain in both knees after the injections and she used crutches and a wheel chair now after the injections (latency: unknown). Patient felt like walking balloons blew up and hotness after the injections (latency: unknown). Patient did not had a problem walking prior to the injection of the synvisc one in each knee. Patient had warmth in both knees intermittently (latency: unknown). The right knee was still mildly swollen. The left knee was not swollen. She still experienced pain in the knees after the injections. Patient received an x-ray from the primary care physician after her synvisc one shots who stated both knees were still bone to bone so nothing had changed after the synvisc one injection. Corrective treatment: wheelchair, crutches for she uses crutches and a wheel chair now after the injections/did not have a problem walking prior to injection; not reported for rest outcome: not recovered for used crutches and a wheel chair now after the injections/did not have a problem walking prior to injection, swelling in both knees/felt like walking balloons blown up, pain in both knees, hotness after the injections/warmth in both knees intermittently a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: disability for she uses crutches and a wheel chair now after the injections/did not have a problem walking prior to injection pharmacovigilance comment: sanofi company comment dated 19-feb-2018. This case concerns a patient who received synivsc-one injection and later experienced walking difficulty. Since the event occured after administration of the injection, a significant temporal relationship can be established and causal role of suspect drug can not be ruled out. However, due to lack of information regarding event details, medical history of the patient, concurrent conditions and concomitant medications, complete medical assessment of the case is difficult.

Event description:
This unsolicited case from united states was received on 13-feb-2018 and 14-feb-2018 (processed together with clock start date as 13-feb-2018) from the patient. This case concerns a 63 year old female patient who received treatment with synvisc one injection and after unknown latency the patient used crutches and a wheel chair now after the injections/did not have a problem walking prior to injection, swelling in both knees/felt like walking balloons blown up, pain in both knees, hotness after the injections/warmth in both knees intermittently and nothing had changed after the synvisc one (device ineffective). Medical history included osteoarthritis in both knees. It was reported that the first 2 injections were better than the 3rd injection. On (B)(6) 2017, the patient received treatment (third dose) with intra-articular synvisc one injection at the dose of 6 ml, once (lot number and expiration date: not reported) for osteoarthritis of knee in both the knees. Patient had swelling, pain in both knees after the injections and she used crutches and a wheel chair now after the injections (latency: unknown). Patient felt like walking balloons blew up and hotness after the injections (latency: unknown). Patient did not had a problem walking prior to the injection of the synvisc one in each knee. Patient had warmth in both knees intermittently (latency: unknown). The right knee was still mildly swollen. The left knee was not swollen. She still experienced pain in the knees after the injections. Patient received an x-ray from the primary care physician after her synvisc one shots who stated both knees were still bone to bone so nothing had changed after the synvisc one injection. Corrective treatment: wheelchair, crutches for she uses crutches and a wheel chair now after the injections/did not have a problem walking prior to injection; not reported for rest outcome: not recovered for used crutches and a wheel chair now after the injections/did not have a problem walking prior to injection, swelling in both knees/felt like walking balloons blown up, pain in both knees, hotness after the injections/warmth in both knees intermittently a pharmaceutical technical complaint (ptc) was initiated with gptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: disability for she uses crutches and a wheel chair now after the injections/did not have a problem walking prior to injection additional information was received on 22-feb-2018. Investigation summary processed. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-feb-18. The additional information does not alter the previous case assessment. This case concerns a patient who received synivsc-one injection and later experienced walking difficulty. Since the event occurred after administration of the injection, a significant temporal relationship can be established and causal role of suspect drug cannot be ruled out. However, due to lack of information regarding event details, medical history of the patient, concurrent conditions and concomitant medications, complete medical assessment of the case is difficult.